Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a craniotomy, the active probe would intermittently experience a recognition failure with the navigation system. The site elected to complete the procedure with a second probe. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Analysis on the returned linear blunt probe resulted in an electrical failure being found through functional testing and visual/ physical examination. Analysis states that when it was connected to a known good system, it was found that the led #1 was not firing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.